Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to wear of the angle wire bending angle in up direction did not meet the standard value. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to deformation of the scope cover water tightness was lost, due to wear of the angle wire the play of the up/ down knob was out of the standard value, control unit had discoloration, suction connector had a dent, and the paint on the air/water and suction cylinder was peeled. The following items were also noted; adhesive around the light guide and objective lens had white-clouded areas, adhesive on the bending section cover rubber had a chip, a crack, and white--clouded area, and multiple parts of the scope was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, their evis lucera elite gastrointestinal videscope had the following concern; had defective angulation. Upon inspection and testing of the returned device, it was observed that nozzle had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no report of patient harm, procedural delay, or injury.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if there were any deviations in reprocessing from the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.